Event description:
It was reported that the patient experienced an asystolic episode at home. The pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.